Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting and stopper function was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg there was an issue with clotting of the sample. The following information was provided by the initial reporter, translated from portuguese to english: customer states that map tubes may be associated with increased laboratory collection indicators per coagulated sample. There was also a problem with closing the tubes - the stopper did not close properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg there was an issue with clotting of the sample. The following information was provided by the initial reporter, translated from (B)(6) to english: customer states that map tubes may be associated with increased laboratory collection indicators per coagulated sample. There was also a problem with closing the tubes - the stopper did not close properly.